Manufacturer narrative:
Upon retrospective review, we determined that this is an adverse event. Device evaluation did not show any malfunction. Process evaluation did not reveal any production issue. We suspect that the observed trajectory deviation may be caused by the fit/seating issue. Based on the post-op comparison with the treatment plan, the implants placed are found to be more shallow. This suggests that the guide may not be seating all the way down on the patient's crowns. Doctors may run into guide fit issues if the stone model they submit for guide fabrication does not accurately reflects patient's dental anatomy. We verify and address any stone model distortion but we are limited by the quality of the patient's cbct scan. It is ultimately up to the doctor to determine whether the guide fits well and is full seated and stable before proceeding with the surgery.

Event description:
After doctor placed the dental implants using a surgical guide, he took a CT and saw that #29 is placed more buccal, almost perforating the buccal plate. Doctor reported he performed tissue punch for site #29 and 30 and placed the implants. He did not alter the guide. And the guide seated just fine in the patient's mouth as far as he remembers.